Event description:
The patient had a poorly functioning dialysis fistula. The fistula was punctured and an 0.018" wire was advanced. The 5fr dilator was placed. Fistulogram was performed which demonstrated mild narrowing of the outflow portion of venous tract. Images of arterial anastomosis demonstrated high grade 99% stenosis of the fistula with areas of irregularity just distal to basilic arterial anastomosis. Balloon angioplasty was performed with no significant improvement. Central system venography was performed, demonstrating no central stenosis. The basillic subclavian brachiocephalic and superior vena cave were normal. Physician believed the 0.018" wire from the micropuncture kit may have separated and a small fragment measuring 3mm x 6mm may have travelled centrally during the procedure. It could not be visualized by plain film chest study or by fluoroscopic technique.